Event description:
Pt was being intubated and pilot balloon on the endotracheal tube collapsed. There were no adverse effects on the pt and add'l tubes were available to use. Two tubes failed during this procedure.